Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system in use during a craniotomy stereotactic ventriculoperitoneal, right occipital peritoneal shunt revision. It was reported that the non-invasive patient tracker did not originally work when plugged into the stealth machine. When it was unplugged and re-plugged back in it worked. Midway through the procedure, the tracker stopped working and would not restart. No known harm to patient at this time.